Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for estradiol on an e602 analyzer. The sample initially resulted as 278 pg/ml and this value was reported outside of the laboratory. The physician questioned the result since a previous sample from the same patient resulted as 70 pg/ml. The sample was repeated and the repeat result was 116 pg/ml. The sample was repeated a second time, resulting as 113 pg/ml. The patient was not adversely affected. The estradiol reagent lot number was 187709-011, with an expiration date of 11/30/2016.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.